Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated cobalt levels. Chromium levels normal.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update oct 26, 2017: litigation record received. Litigation alleges friction and wear causing toxic metal debris, pain, discomfort and limited mobility. Added new complainant information. This compliant was updated on nov 01, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what was previously reported, pfs alleges unable to sit, stand or walk , very high levels of cobalt and implant failure. After review of medical records for MDR reportability, patient was revised to address pain. Revision notes reported of black or metal-like however, there is no signs for trunnionosis or metallosis. MRI showed a small volume of synovitis. Laboratory result for metal ions were below 7ppb.